Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the cannula seal accessory be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. As of 12/19/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details via system logs cannot be performed at this time because there is insufficient product information. A review of the photos for the seal associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it looks like a piece of the duckbill component separated from the universal seal. The top picture showing an endoscopic view of a black fragment circled in red appears to show the inside of the cannula, can¿t tell if that inner surface is the bowl or tube part of the cannula. Based on the location of the damage, there is a possibility for the detached piece to fall into the patient, as the duckbill is normally located within the area of the cannula ¿bowl¿ feature.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a doctor reported that a piece of a seal came off during a case and was located in the trocar. They were able to retrieve it from the trocar. The case was completed robotically and there were no issues. Unfortunately, the seal was thrown away after the case, so they are not able to send it back. The procedure was completed with no reported injury.